Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause the manufacturer internal reference number is: (B)(4).

Event description:
A director of nursing reported that during an intraocular lens (iol) implant procedure, the lens was damaged while loading. Additional information was provided indicating that the injector plunger overrode the lens causing scratches on the lens. In the surgeon's opinion the cause of the event was due to a loading error.